Event description:
During laparoscopic cholcystectomy while examining the cystic duct with flexible fibre-choledochoscope 7330.052. A small part of black glue came off at distal hose and is missing. The surgeon is aware of the glue is still in the pt.